Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, serial # (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female had breast augmentation with mentor siltex round moderate profile 375cc saline prostheses. Post procedure the patient experienced bilateral ptosis, right sided deflation, and lateral movement of the left implant. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed on (B)(6) 2018. The final fill volume of these prostheses was 375ccs. No procedural complications were noted. A progress note from (B)(6) 2018 stated the patient was still experiencing some discomfort, and the replacement prostheses were in good position. (See 1645337-2018-00559 for contralateral prosthesis report).